Event description:
It was reported that, "dr (B)(6) prepared for a 35mm acetabular bone screw to be inserted in through a hole in a tritanium, cluster cup. As he began inserting the screw, several threads on the screw came off. Dr. M. Then removed the screw and the loose threads. He then discarded the screw and implanted a new screw."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.